Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, interrogation of this device illustrated an accelerate rate of battery depletion. Data was reviewed by technical services who confirmed the depletion anomaly and provided a two month replacement window with acceptable battery capacity. No resulting adverse patient effects were reported and additional information confirmed the unit has since been explanted however never returned for laboratory analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, interrogation of this device illustrated an accelerate rate of battery depletion. Data was reviewed by technical services who confirmed the depletion anomaly and provided a two month replacement window with acceptable battery capacity. No resulting adverse patient effects were reported and additional information confirmed the unit has since been explanted and en route for laboratory analysis.